Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. However, initiating therapy before connecting is a known cause of this alarm. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for when and how to connect to the disposable set. The guide also instructs to connect the transfer set to the patient line prior to starting the initial drain. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in set / line) occurred on the homechoice (hc) device during the initial drain. The caregiver (cg) informed the technical service representative (tsr) that the home patient (hp) started the therapy before connecting themselves and then were connected after initiating therapy. The tsr explained the alarm and instructed the cg to cycle the power on the hc to clear the alarm. The tsr advised the cg to start over with new supplies to complete the therapy for the hp. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.